Event description:
A nurse reported that suction and cutting was not possible before vitrectomy surgery. The surgery was completed after replacing it with new unit. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).